Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD). Noise was noted on the right ventricular (rv) lead. Insulation damage was suspected due to low pace impedance measurements. A revision was scheduled. No adverse patient effects were reported. Additional information noted that a revision took place and this system was explanted and replaced. The system will not be returned as it was discarded. No additional adverse patient effects were reported.